Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that a connector was loose/broken on the pcb causing the lights not to illuminate on the control panel, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit has no lights when running.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no lights when running.